Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review for model mpx5300-c lot number 23065128 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #: mpx5300-c and batch#:24079542. It was reported by customer that the tacoma general ed said the extension tubing sets came apart at the hub. It was thrown away as it was full of blood. Verbatim: the tacoma general ed said the extension tubing sets came apart at the hub. It was thrown away as it was full of blood.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was separated. The following information was received by the initial reporter with the following verbatim the tacoma general ed said the extension tubing sets came apart at the hub. It was thrown away as it was full of blood.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.